Event description:
Baxter japan reported "breakage of a twist clamp" with the transfer set. This was noted during use with no pt injury or medical intervention required according to the complaint coordinator.